Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and keypad anomaly on the insulin pump. Customer's blood glucose reading was 499 mg/dl. Customer treated their high blood glucose with manual injections. Troubleshooting for keypad anomaly was performed. Customer advised they pressed the act button however the insulin pump did not rewind. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised the act button was unresponsive. Customer removed the battery for 5 minutes and replaced the old battery with a new battery. Customer advised the buttons were responsive and properly functioned. Customer was able to rewind the insulin pump and was advised to change out their set.